Event description:
It was reported the insulin pump had a cracked case. The device was not dropped or bumped. Customer stated the crack is on the display. The drive support cap does not seem damaged. The customer was not in a car accident. Customer does not know how the damage occurred. Customer's blood glucose was 265 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked reservoir tube lip, and cracked battery tube threads. No cracks were noted on the display during the visual inspection.